Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient returned to the hospital as they had coughed up blood. The ablation procedure had been successfully completed with no complications noted at that time. After returning to the hospital the following day, the patient was admitted for two days to monitor for hemoptysis. No interventions or treatments were reported to have occurred during the hospitalization. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.